Event description:
It was reported that during an initial surgery, the size displayed on the box for the femoral component was different than the actual size of the implant packed in the box. The size displayed on the label was c and the actual implant was d. The size d femoral component was used as there was no others in stock. Another tibial component was used in order to be compatible with the femur. When the surgeon opened the c block and stem to assemble the femoral component, it was discarded as the femur was changed from a size c to d. There was a 30 minute surgical delay. The surgical technique was utilized. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-01109.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6 h6: mechanical (g04) - femur performed a visual inspection of the returned item and verified the item and lot numbers in the etch and on the label. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b3; b4; b5; d4; d9; d10; e1; g3; g6; h1; h2; h3; h4 product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was further reported that the size d implant packaged in the size c box was not used during surgery. Another size d implant was opened and implanted. Attempts have been made and no further information has been provided.